Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the syringe 3ml ll 200 s/c experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: material no. 309657 batch no. 9101793. While giving medication, some of it seeped around the stopper and out of the top of the syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 3ml ll 200 s/c experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: material no. 309657, batch no. 9101793. While giving medication, some of it seeped around the stopper and out of the top of the syringe.